Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR was previously reported and this MDR should not have been filed. This event was reported on 0001825034-2017-06562.

Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001825034 - 2017 - 08246. 0001825034 - 2017 - 08256. Medical products: 115310 comp rvrs shldr glnsp std 36mm lot 802190. Xl-115363 arcom xl 44-36 std hmrl brng lot 597900. 115370 comp rvs tray co 44mm lot 728600. Femoral stem, unknown part/lot. Baseplate, unknown part/lot. Screw(s), unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is unable to lift right arm post total reverse shoulder arthroplasty. No further information has been made available at this time.